Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 720mcg/day via an implantable device. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported a motor stall was seen at initial interrogation. A motor stall occurred (B)(6) 2016 at 22:37 and a motor stall recovery occurred on (B)(6) 2016 at 01:44 and a motor stall occurred on (B)(6) 2016 09:54 and motor stall recovery on (B)(6) 2016 at 18:29. The patient had not had an MRI. No patient symptoms were reported. Additional information received reported the pump was being replaced (B)(6). The cause of the motor stalls was not determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly consisting of corrosion and/or wear and/or lubrication in which the stall was due to the shaft or bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.